Event description:
The customer reported that the system was not working. There is no reported of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.